Event description:
It was reported to philips that the pca processor card was defective. There was no adverse patient impact reported.

Event description:
It was reported to philips that the device was not powering on correctly. There was no report of patient involvement.